Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an appearance of tremor symptoms on the afternoon of (B)(6) 2014. It was stated that the morning of (B)(6) 2014 the patient had used an automated teller machine (atm). Additional information stated the patient was not receiving effective therapy as of two days after initial report. A supplemental report will be filed if additional information is received.

Event description:
Additional information noted that electromagnetic interference (emi) from the atm had not yet been confirmed at the time of follow-up. The cause of the event was reported as unknown at that time.